Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to sleep with the pump battery at 40% and the pump died overnight. Review of the pump data by tandem technical support showed that the pump battery was observed to be depleting quickly and subsequently shut off due to insufficient power. The pump was connected to a power source and was able to be turned back on. Customer reported blood glucose level was 218 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.